Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was not able to mobilize the peg tube for several weeks. An endoscopy revealed that peg tube needs to be removed via surgery. Endoscopy was conducted approx. 2 weeks ago, exact date unknown. Patient has some yellow discharge from stoma site and a dull ache in his lower rib cage. Patient is currently waiting general surgery to have peg tube removed.